Event description:
Information received indicates the trendelenburg and reverse trendelenburg functions do not work.

Manufacturer narrative:
The facility has not made repairs to the bed to determine the cause of the failure.